Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while attempting to insert the syringe needle through the cartridge septum; the needle bent. The cause was not reported. Customer changed the needle and the cartridge was loaded with insulin. There was no reported impact to customer's blood glucose.